Event description:
It was reported that the continuous glucose monitoring connection stopped shortly after sensor warm-up, the pump displayed prompts to enter blood glucose, and the user transitioned the ilet to bg-run mode with dexcom later confirming a transmitter malfunction; the user reported a blood glucose of 244 mg/dl and was advised to enter capillary blood glucose values to continue insulin delivery until cgm function was restored. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated cgm-driven insulin dosing with continued therapy via manual blood glucose entries and planned replacement of the cgm transmitter and sensors. Investigation included user follow-up, troubleshooting and education, and coordination with the cgm manufacturer¿s technical support. Investigation of this case revealed a cgm transmitter failure and no identified malfunction of the ilet pump. It was concluded that the event was attributable to a cgm transmitter malfunction external to the ilet, with appropriate user guidance provided to maintain insulin delivery until cgm replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.